Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 40.5 cm. An external insulation abrasion, breaching the rv cable lumen, was found 13.1 to 13.3 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. The rv etfe cable coating was intact in this region. An external insulation abrasion, breaching the svc cable lumen, was found 34.6 to 35.3 cm from the distal tip consistent with friction to another device or feature of the patient anatomy. The svc etfe cable coating was intact in this region.

Event description:
This report is to advise of an event observed during analysis.